Event description:
It was reported that the battery voltage of the ICD (implantable cardioverter defibrillator) was 3.06v before implantation and therefore not implanted. At interrogation afterwards, it was noticed that the sound alarms were activated, the svc lead impedance was deactivated and the detection of vf was activated on (B) (6) 2009. The ICD was received by the distributor (B) (4) on 24mar09. No patient was involved in this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found. Device was activated prior to shipment to customer.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found. Device was activated prior to shipment to customer.